Event description:
The customer called to report an alarm and a constant tone after submerging the insulin pump in water. The customer stated that there is water inside the case, also. Troubleshooting was performed, and none of the buttons are responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No constant tone alarm was noted. Unable to verify any alarms due to the blank display.